Event description:
06/16/2014 - I placed a right cephalic midline without any difficulty, advanced guidewire and cannula easily. Once inserted I attempted to pull the device away from the catheter and it wouldn't disengage. I then decided to dc the entire catheter and was unable to withdraw the catheter from the pts arm. I then asked the ICU intensivist for assistance. Dr was unable to withdraw the midline catheter. Surgical team member also was unable to dc the catheter. Member took a scalpel and made an incision, he held the catheter securely in place with hemostats and cut the skin from the hub of the catheter. Once the incision was large enough the catheter pulled out easily. The catheter was intact and no harm came to the pt.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time for evaluation. A lot history review (lhr) of reya1484 showed no other similar product complaint(s) from this lot number.